Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The lot history record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was removed with the foot partially open. It should be noted that the electronic prostyle instructions for use states: lower lever to close the foot. Do not attempt to remove the device without closing the lever fully to its original position. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The patient effects of hemorrhage and vascular tissue injury are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H11 correction: the following statement was removed: the patient effects of hemorrhage and vascular dissection are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The following statement was added: the patient effects of vascular dissection are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices.

Manufacturer narrative:
H6: device code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot would not retract. The physician advanced the device 1-2mm before attempting to close the foot. The device was removed with the foot partially open with slight force and a large portion of the intima was pulled out. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. The prostyle sutures also treated the torn intima. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.